Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had the black wire torn off/ broken. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley at the distal end. The conductor wire was broken at the grip-crimp location. The conductor wire¿s insulation had a cut at the yaw pulley distal end with exposed internal wire. The instrument failed the electrical continuity test. There was no missing piece of insulation, and no thermal damage was observed. The instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley on both sides. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.059¿ - 0.407 in length and were not aligned with the tube axis. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.